Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. No unexpected battery power loss or pump error 23 noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset the ram crc alarm and insulin pump battery was dying. The customer's blood glucose level was unknown. The customer also reports that insulin pump battery died in the middle of the night and every new battery he puts in it only last about 30 minutes. Troubleshooting was performed for pump error. The customer was advised to revert back to back up plan. The insulin pump will be returned for analysis.